Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 4.01 years since initial implant, this male patient with bmi 34.6 underwent a left side tka and was implanted with an exactech uhmwpe insert, serial # (B)(4). On (B)(6) 2021, the patient underwent revision due to persistent stiffness. No additional information is available or forthcoming.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.